Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and eleven months post filter deployment, computed tomography showed an inferior vena cava filter. Approximately two years and five months later, computed tomography revealed bard inferior vena cava filter was present above the renal veins. Some of the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One leg penetrated into the cortex of a lumbar vertebra. The filter was tilted anteriorly, with its proximal cone lay on the wall of the inferior vena cava, possibly embedded in it. Approximately five months and one day later, the patient reported to the hospital with abdominal pain. On the same day, serial axial enhanced images using computed tomography (CT) abdomen and pelvis with oral and intravenous contrast showed that there was an inferior vena cava filter with suspected caval penetration. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d$ (expiry date: 12/2006), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced abdominal pain; however, the current status of the patient is unknown.